Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description included. Analysis was normal. No anomalies were noted.

Event description:
It was reported that during implant, the lead exhibited intermittent capture and high lead impedance. The lead was explanted and replaced.